Event description:
A surgeon reported that eight months following intraocular lens (iol) implant surgery, a few brown spots were noted on the anterior surface of the iol. The patient's visual acuity has decreased from (B)(6), which may be related to diabetic maculopathy, and the patient reports seeing a "black dot". The patient had laser surgery prior to cataract surgery and again following the procedure. The surgeon suspects an infection. Additional information was received from the surgeon, who indicated it is unknown whether the device caused/contributed to the event. An unapproved viscoelastic/cartridge combination was used during the implant procedure.

Manufacturer narrative:
Product evaluation: the product was not returned analysis. Results from the product history record review indicated the lens met release criteria. Based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the surgeon states the use of an unapproved viscoelastic. Based on the results from the product and batch history record, the product met release criteria. There have been no other complaints reported in the lot. Additional information was requested and received. (B)(4).